Event description:
Patient stated yesterday after putting a v-go on, the adhesive would not stick to the abdomen. Patient tried 7 v-go's and they all did the same thing, they only stayed on for a few minutes.